Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead helix would not engage. The physician had repositioned the lead and the helix would not extend. The lead was removed and an alternate lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop. This indicated that the helix being over-retracted. No more helix functions possible. If information is provided in the future, a supplemental report will be issued.